Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 327,000 joules of use. The procedure was completed with a second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke after 327,000 joules of use. The procedure was completed with a second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
G2. Report source (other) has been updated. With all the available information, boston scientific concluded based on visual analysis that the glass cap is securely in place and does not show any signs of detachment. The hene (helium neon) laser fixture testing did not find indications of breakage along the fiber length. However, analysis identified a distal circumferential fracture at the glass cap, with the potential for forward firing. The reported event is confirmed based on this specific finding. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window leading to the circumferential fracture. Continuously elevated temperature can lead to fiber damage, including circumferential fractures. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize.